Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information and videography provided by the distributor, and our knowledge of the product. Results: visual inspection of the provided videography revealed that when the max pressure relief control knob was rotated, the needle was fluctuating randomly. Visual inspection of the subject device has confirmed that the knob traction was loose. Conclusion: based on the visual inspection of the returned device, information provided and our knowledge of the product, it is most likely that the reported event resulted from the knob traction being loose between the threads. The instructions for use that accompany the rd900aeu neopuff infant resuscitator state the following general warnings: - the neopuff must only be used after checking that correct pressures will be delivered to the baby.

Event description:
A distributor in south africa has reported that the reading on the manometer of a rd900aeu neopuff infant resuscitator was spiking when adjusting the maximum pressure relief knob. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa has reported that the reading on the manometer of a rd900aeu neopuff infant resuscitator was spiking when adjusting the maximum pressure relief knob. There was no reported patient involvement.